Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6), stating that the device needs service. During servicing, the device was found to have a hole in the hose. It is known that the device was being used during surgery and there was no patient injury reported. However, it is unknown if there was any medical intervention or surgical delay related to the event. No additional information available.